Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery. No harm requiring medical intervention was reported. Customer will discontinue the use of device.

Manufacturer narrative:
Retainer ring=black. On (B)(6) 2022 customer called in with the following concern: patient received a critical pump error 35, customer was lying down looking at tiktok when she received the alarm. Critical pump error/open book image. Device received with constant critical pump error alarm/open book image after battery installation. After pressing back arrow and down arrow buttons to allow access to download (crest software) was utilized to allow access to download. Unable to download on (thus software).unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Proceeded by cutting unit open and perform a visual inspection on electronics and connectors. Swapping of the boards was done to pinpoint faulty board. It was determine that pcb2 was at fault. Per visual inspection it was also determined the ingress of water corroding and causing electrical shorting on pcb1 was also noted. Device also received with cracked case(battery tube) and cracked battery tube threads. In conclusion, unit came in with constant critical pump error alarm and unable to complete download into (thus software) due to faulty pcb2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.